Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved by using a different wall adapter, and the pump began charging, so no further assistance was required. Tandem technical support sent a replacement wall adapter and charging cable to the customer via two-day shipping.